Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a two-stage anterior lumbar interbody fusion and posterior fusion surgery respectively on the lumbar region of his spine from vertebrae l4 to l5. Reportedly "the rhbmp-2 was used in the surgery". "The rhbmp-2 collagen sponge was placed outside a cage (i.e. In the posterior elements).". Post-op the patient allegedly had " increasing lower back pain, with pain and radiculopathy in his lower extremities.". Reportedly the patient "continues to experience constant burning and stabbing pain in his lower back, with pain radiating down to his buttocks and legs, numbness and tingling down the back of his legs and front of his left leg, numbness in his left hip. He experiences difficulty sitting, standing and walking, and requires a cane for assistance in ambulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.